Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used dispensing pin was returned in connection with this complaint. A picture of the same dispensing pin was also returned. Visual examination of the returned sample noted to be covered in blood. After decontamination, no other visual defects were noted. The sample was then pressure tested per specification with passing results. No defects were found on the returned sample. The returned picture was also visually examined and no defects were found. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: problem: end user stated that they added stem cells to the bag via the dispensing pin last night via the med add port. The bag then sat overnight. The next morning when the bag was inverted, it was found to have the safesite valve portion of the dispensing pin full of stem cell product and leaking blood. The bag was spiked with an infusion set on the spike port. No other additions were made. Customer stated they took the pin out of the med add port to inspect the issue themselves. They only have the pin to send in. No injury reported.